Event description:
The customer reported that the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurs. There is no reported of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.